Event description:
Caller states that she tested at 250mg/dl, then a few minutes later tested 91mg/dl. A few minutes after the 91mg/dl result, she reports testing again with a result of 51mg/dl. She reports she drank orange juice and took a glucose pill. Quality controls were used and reportedly fell within acceptable ranges. Requested return of suspect device and replacement was sent.